Event description:
It was reported that the drill interfered with the nail during use. When the drill passed through the nail at the proximal portion, the tip of the drill fractured. The surgeon removed the broken piece.

Manufacturer narrative:
This report will be amended when our investigation is complete.